Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and exhibited undersensing and loss of capture. No asystole was observed. The rv lead was found to be in the superior vena cava. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. This investigation will be updated should further information be provided.